Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history and product release decision control sheet of the involved product/lot# combination were conducted with no relevant findings. A review of the complaint history files confirmed no previous reports for the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a deployment issue with the misago device. Follow up communication with the user facility confirmed the following information: a 8x100 misago device was used in the right iliac; a powerpro cordis balloon was used to pre-dilate the artery; the balloon was removed; the misago device was advanced over the wire to lesion; the misago was deployed; after deployment the doctor wanted to post-dilate the stent with the same balloon as pre-dilation; the balloon would not cross or even pass through the hub of the sheath; thinking it was the balloon, a second balloon was tried unsuccessfully; it was decided to pull the sheath back and it was noticed that the misago had been partially deployed inside the sheath/artery, the distal markers were visible; a 10fr. Dilator was used to plug the hole; the patient was sent to surgery; the surgeon made a small incision to artery and removed the remaining stent; the procedure was completed; and the patient was reported as doing good and in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results. The actual sample was returned to the manufacturer for evaluation without the actual stent. Visual inspection revealed no defects. Magnifying inspection of the sliding part revealed no anomalies or defects that would have prevented the stent from being deployed in the normal manner. The outside diameter of the sliding part was confirmed to meet manufacturer specifications. Magnifying inspection of the segment where the sliding part and the traction wires were fixed to each other revealed no anomaly or defect which would have prevented the stent from being deployed in the normal manner. X-ray fluoroscopic inspection of the thumbwheel revealed no anomalies or defects, which would have prevented the stent from being deployed in the normal manner. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation results, it is likely in the course of being deployed the actual sample was subjected to a pulling force in the proximal direction due to which the stent was deployed partially in the involved sheath/artery. Subsequently, the partially deployed segment of the stent prevented the device inserted into the sheath from being advanced any farther. Consequently, when the sheath was withdrawn, the stent struts became fractured. The following precaution is indicated in the instruction for use (IFU): "to maintain the position of the delivery catheter while rotating the thumbwheel, grip the delivery catheter by hand at the operator side (proximal) of the guide wire port and do not move the delivery catheter at the operator side the guide-wire port. Do not pull the delivery system tight during stent deployment." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.